Event description:
In 2008, the patient reported that the plunger came out of his insulin cartridge when it was inserted into the infusion device causing insulin to spill into the cartridge compartment. He stated that he was away from home, and did not have another insulin cartridge with him. He switched to injection therapy. Upon follow up the following month, the pt stated that he dried the cartridge compartment of the infusion device when he returned home, and has been using it since that time. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.